Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the drawer was not detected on bus. The field service engineer reconnected all the connections and recovered the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was not detected on bus. The customer stated that this malfunction caused an delay to the patient care. There were no adverse events or injuries reported based on this incident.